Event description:
The customer contact report a separation. Prior to pt use, it was notedt that the tubing separated from the leg of the lower y-site. The nurse replaced the tubing set and the therapy was initiated. There were no reported adverse pt effects. No medical intervention was required.